Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, the left ventricular lead exhibited loss of capture. The lead had been turned off, the time line could not be established. The lead was capped and replaced successfully on (B)(6) 2016 without consequence to the patient. The patient was stable post procedure.